Event description:
Caller reported experiencing a cgm error identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset process, after which the cgm error was resolved, and the caller successfully started a new sensor session.